Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of cholecystectomy ('gall bladder had mine removed') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criteria medically significant and intervention required), musculoskeletal discomfort ("stabbing and pressure that went through to my back") and anaemia ("anemia"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the cholecystectomy and musculoskeletal discomfort outcome was unknown. The reporter considered anaemia, cholecystectomy, genital haemorrhage and musculoskeletal discomfort to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event heavy bleeding and anemia. Added reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.